Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system required multiple boots due to host pc hard drives not powering up on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.